Manufacturer narrative:
The estimated date of event is inconclusive.

Event description:
Female patient (B)(6) stated that she experienced a burning sensation in the eyes after using medical device (B)(6) hydrogen peroxide disinfecting lens care solution. Patient medical records are not available at this time.